Event description:
It was reported that anti tachycardia pacing therapy (atp) was not delivered by the implantable cardioverter defibrillator (ICD) and cardiac resynchronization therapy defibrillator (crtd) device. The atp output was not programmable. It was also reported that the patient displayed some phrenic nerve stimulation. The patient was checked in clinic. Programming changes were made. The patient was stable.